Manufacturer narrative:
The unit was received with normal operating currents and passed the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. No excessive no delivery alarms were noted. No cosmetic damage was noted during physical inspection.

Event description:
The customer reported via phone call that her new insulin pump alarmed no delivery; the customer woke up with a blood glucose of 560 mg/dl and was throwing up. The customer changed her infusion sets many times to the point where the replacements are piling up. The customer was sent new infusion sets but the no delivery issues persist. Troubleshooting was initiated for the no delivery alarm. The customer disconnected and reconnected the infusion set and reservoir. The customer was able to manually push insulin through the tubing with the plunger; however, the customer then rewound the device and ran a manual prime and the device alarmed no delivery. The customer was advised to revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was sent to the customer.